Event description:
Postoperative diagnosis: the patient underwent left total knee replacement (B)(6) 2018. Left knee reveals subsided femoral implant into varus. Patient underwent left total knee revision with distal femoral replacement for periprosthetic left femur fracture (B)(6) 2018.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving a triathlon femoral component was reported. The event was confirmed through clinician review of the provided x-rays. Method & results: -product evaluation and results: not performed as no product was returned for evaluation. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: x-ray confirms periprosthetic fracture, need additional information; primary and revision operative reports, clinical and past medical history. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: while the event was confirmed through clinical review of the provided x-ray, the exact cause of the event could not be determined because insufficient information was provided. Additional information including primary and revision operative reports, clinical and past medical history and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re- opened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Postoperative diagnosis: the patient underwent left total knee replacement (B)(6) 2018. Left knee reveals subsided femoral implant into varus. Patient underwent left total knee revision with distal femoral replacement for periprosthetic left femur fracture (B)(6) 2018.